Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases during the run. The device was deactivated at 1769 pulses. No damages or defects were observed that would result in a needle mechanism failure. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pink slide did not move foreword, therefore the needle mechanism did not deploy as intended during activation. The patient delivered a bolus and they saw it leaking insulin on their leg.